Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer father reported that the customer had a button error alarm on the insulin pump. The customer insulin pump was not dropped, bumped or exposed to moisture. The customer has a back up plan for health care provider instructions. The customer's blood glucose level was 125 mg/dl. The customer was advised to contact health care provider to ask for a new reimbursement insulin pump. No futher information was reported.